Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: product code: 04.016.035s. Lot number: 44p3210. Manufacturing site: mezzovico. Release to warehouse date: april 28, 2020. Expiry date: april 1, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due breakage of philos plate and coming back. This is the second revision for second distal screw. The (B)(4) captures for primary surgery. The (B)(4) captures 1st revision for one distal screw not inserted properly in the hole on (B)(6) 2021. It was unknown if the second revision surgery completed successfully. The patient outcome was unknown. No further information is available. This complaint involves three (3) devices. This report is for (1)8mm ti multiloc prox humeral nail/left/cann/160mm-ster. This report is 2 of 3 for (B)(4).